Event description:
It was reported that a catheter issue occurred. The 75% sensed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The device was used multiple times during the procedure. Upon advancing for another attempt, it was noted that the catheter separated outside the body at the joint part. The procedure was completed by using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The 75% sensed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The device was used multiple times during the procedure. Upon advancing for another attempt, it was noted that the catheter separated outside the body at the joint part. The procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath section along with a twisted section. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Microscopic inspection also revealed imaging core windup. Based on the evidence, the as reported code of sheath detachment of device or device component is confirmed.